Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who received a follow up from the nurse practitioner (np). Rep said the patient's incision site does not look infected and the patient has completed their course of antibiotics. No further patient complications have been reported asa result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient came into the clinic on (B)(6) 2019 and the nurse practitioner (np) said the incision appeared to be healing well. They returned to the clinic on (B)(6) 2019 reporting they had "knocked the dermabond off and showered". The np then said the incision looks questionable and "yellow" so they put the patient on ten days of keflex (i.e. Antibiotics). Surgical intervention did not occur nor is it planned. The issue was not resolved at the time of the report. No device issue was reported and no further patient complications have been reported as a result of this event.